Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked screen. During analysis, the device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. Subsequently, the downstream sensor was replaced to correct the reported problem. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "no disposable" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.